Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump was gaining time and changing time from am to pm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that the time and date was manually changed form (B)(6) 2013 9:21 pm to (B)(6) 2013 9:00 am. During testing, the pump powered on and displayed the verify screen in accordance with normal operation. The pump was primed and exercised for 24 hours with no issues occurring. A time test was begun but was not able to be completed due to an internal clock battery defect. The pump¿s cover was removed and the internal clock battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.